Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications. This complaint is due to a known physiological effect of the procedure noted within the directions for use. (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a thrombosis occurred. Target lesion #1 was identified in the left anterior descending (lad). The target vessel reference diameter was 3.2mm and the lesion length was 16mm. Pre-procedure stenosis was 100%. Post-procedure was 5% stenosis. A liberte stent with a diameter of 3.5mm and length of 20mm was implanted. No information stating if direct stenting was attempted. An additional procedure was performed in the target lesion for thrombo aspiration. The procedure was a technical success. Target lesion #2 was identified in the lad. The target vessel reference diameter was 3.2mm and the lesion length was 10mm. Pre-procedure stenosis was 60%. Post-procedure was 0% stenosis. A liberte stent with a diameter of 3.5mm and length of 12mm was implanted. No information stating if direct stenting was attempted. The procedure was a technical success. The patient was discharged four days post procedure without anginal complaints or silent ischemia. Discharge medication includes: asa 100mg and clopidogrel 75mg daily for 12 months.